Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues and was partially occluded during the infusion. The following information was provided by the initial reporter: "when the pump ran at the rate of 250ml/hour, it displays message "partial occlusion-patient side". The customer has observed occasional occlusion alarms in the pumps. There was patient involvement but impact is unknown."

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer "when the pump ran at the rate of 250ml/hour, it displays message "partial occlusion-patient side". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had flow issues and was partially occluded during the infusion. The following information was provided by the initial reporter: "when the pump ran at the rate of 250ml/hour, it displays message "partial occlusion-patient side". The customer has observed occasional occlusion alarms in the pumps. There was patient involvement but impact is unknown.".

Manufacturer narrative:
B5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had flow issues and was partially occluded during the infusion. The following information was provided by the initial reporter: "when the pump ran at the rate of 250ml/hour, it displays message "partial occlusion-patient side". The customer has observed occasional occlusion alarms in the pumps. There was patient involvement but impact is unknown." D1: medical device brand name: bd alaris¿ pump module smartsite¿ low sorbing infusion set. D2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI #: (B)(4). D4: catalog #: bd alaris¿ pump module smartsite¿ low sorbing infusion set. G2: manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had flow issues and was partially occluded during the infusion. The following information was provided by the initial reporter: "when the pump ran at the rate of 250ml/hour, it displays message "partial occlusion-patient side". The customer has observed occasional occlusion alarms in the pumps. There was patient involvement but impact is unknown."